Event description:
The customer reported that the system intermittently would not perform fluoroscopy. This would result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted and the battery was replaced during the service call. The system was then found to be operating as intended and put back into service.